Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was giving constant flow when the handle is pushed to the maximum level. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one pneupac vr1 airmix stage 5 sweden was returned for analysis. Visual inspection found no damage to the unit. Functional testing could not duplicate the reported fault however, another fault was identified. An internal leak within the unit causing the child nam bpm to be outside of specifications. The customer stated issue could not be duplicated and was not confirmed. Problem source was identified as design.